Event description:
During an in clinic follow-up, loss of capture and no sensing were observed on the right atrial (ra) lead. An x-ray was performed and dislodgement of the ra lead was confirmed. The ra lead was explanted and replaced to resolved the event. The patient was stable.